Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
Patient went to office (B)(6) 2024, recounted recent appearance of "boil" on the palatal side of the crown at implant tooth site #3. The dentist took x-rays and suggested to seek evaluation. Upon exam ulcerated abscess drainage spot dp margin of #3. Cbct: gross apical bone loss at implant #3. Recommended the removal of the implant and placed bone graft. Patient opted to have implant removed under IV sedation. Patient returned, the implant removed with elevators and forceps. Socket curetted, no sinus communication, complete loss of palatal bone. Grafted with regeneross bone plug and prf, along with a copios membrane.